Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event occurred. The philips remote service engineer (rse) analysed the system remotely and confirmed that the problem with hdd disk bay. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027). Upon troubleshooting actions, fse went onsite and replaced the hdd disk bay in another case. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up. There was no reported patient or user harm. Philips has started an investigation of this complaint.